Manufacturer narrative:
Patient information were not provided. Sorin group (B)(4) manufactures the hand-held intracardiac suckers. The incident occurred in (B)(6). The complained sucker was returned to sorin group (B)(4) and sent to decontamination as per livanova procedure on blood contaminated goods. Visual inspection of the sucker after decontamination found the tip of the sucker disconnected form the body of the device. Blood traces were found along the entire surface of the sucker. No other obvious defect was visible. To verify the interference between the tip and the body of the sucker, the tip was re-assembled and manually pull tested: minimal pull force enabled the disconnection of the tip from the body of sucker. DHR review did not identify any issue relevant to the claimed problem: the device was released conforming to product specification. Livanova has not been informed of any other similar event related to the complained batch thus suggesting an isolated event. Based on livanova investigation, the disconnection is ascribable to inadequate application of bonding solvent during the assembly of the sucker. To prevent reoccurrence, the manufacturing operators will be trained on correct assembly procedure and sensitized on this type of event. As this appears as an isolated case of human error with low frequency (improbable) and the risk associated it is in the acceptable region, no other corrective action will be undertaken. Livanova will keep monitoring the market.

Event description:
On august 26th, 2019, sorin group (B)(4) has been informed that tip of the s351-70 sucker dissolves during procedure. There was no report of any patient injury. Follow up attempts to clarify the failure with the customer were in successful and the case was evaluated as not reportable. On november 25th, 2019, during visual inspection of the returned s351-70 sucker, it was found that the tip has detached from the rest of the sucker. Based on this evidence the case has been evaluated as reportable and a 30days report is to be submitted.